Event description:
It was reported while using the bd preset¿ arterial blood collection syringe that one (1) sample clotted. The sample could not be used for testing. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and the issue relating to clotting was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been unconfirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.